Event description:
Related manufacturer reference number (B)(4). It was reported that the patient's leads migrated following weight gain. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that surgical intervention was undertaken in which the patient's leads and the ipg were explanted to address the issue.